Event description:
The customer reported a "loudspeaker failure". No further information was made available if a speaker malf. Inop was displayed and if there was still sound coming from the device. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loudspeaker failure. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.